Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. The caller was looking for closure and wanted to know why the device failed to help her husband. The caller alleged that the device contributed to the patient's death. The patient had been hospitalized for shortness of breath. A representative confirmed normal device function and the patient was prescribed medication. The caller stated cause of death is listed as congestive heart failure, coronary artery disease and ischemic cardiomyopathy. Additional information was received from the patient's spouse that the device did not keep the patient's heart pumping. It was further noted that the device had a low battery but was not replaced. The paperwork also stated that hospital staff indicated that the device was not working. No additional details were provided.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.